Manufacturer narrative:
The returned device was evaluated. During testing the units led segments were not illuminating. The lcd/ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the segment on top display is missing. The customer indicated the missing segments make 98 look like 9a and he is unsure if there was any audible alarms or visual messages was seen. The customer also stated the unit is able to engage in active patient monitoring. There is no known patient impact or consequences.